Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested her blood glucose using her contour meter and received a reading of 423 mg/dl. She then tested using another contour meter and received a reading of 185 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be stent.